Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation, but a companion sample was received for analysis. The manufacture date of the product is 04/24/2014-05/02/2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned and evaluated. The visual inspection was conducted on the returned device. The foil of the minicap pouch was not flawed or damaged therefore it did not compromise the seal or component integrity. The presence of iodine was detected on the sample. The pouch was pressure tested but there were no issues found. The reported event could not be verified and the device was determined to meet product specifications related to the reported issue. The cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an issue with a dry minicap. They noticed that there was less iodine on the sponge of the cap. The patient did not feel comfortable using the cap. This was found during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 6 involved in this event.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient/event as (B)(4).